Manufacturer narrative:
The insulin pump downloaded properly using carelink pro. The insulin pump was programed with a test blood glucose value and test carbohydrate value. The blood glucose value and carbohydrate value was properly listed in carelink. No history anomaly noted during testing. The insulin pump was monitored and pending for final testing. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted during testing. The bolus wizard functioned properly per bolus wizard sample user guide. The insulin pump alarmed unexpected restart after battery change. No external ram error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that she experienced high blood glucose. The customer's mother reported that they received a no delivery alarm, external ram error alarms and unexpected restart alarms. The customer's mother reported that the insulin pump was not reading anything. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 117 mg/dl at the time of call. The customer's mother stated that the no delivery alarm was resolved by a complete set change. The customer's mother stated that a basal was not programmed before the unexpected restart alarm. The customer's mother stated that the insulin pump was not stored and was not in use for an extended period of time. The customer's mother performed self-test and the insulin pump passed. The customer's mother performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The insulin pump will be returned for analysis.